Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported patient was experiencing increased recharge burden and not providing therapy in between. The patient noted an increased recharge time for their ipg. As such surgical intervention took place where the ipg was replaced and therapy restored.